Event description:
Follow up revealed that the patient has been released from the hospital, and transferred to a rehab facility. It was also reported that the patient's infection has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed fever, pain, and an infection at the ipg site. In turn, the patient was admitted to the hospital, and the scs system was explanted. As a result, the patient was treated with antibiotics intravenously ,and is currently being monitored at the facility until recovery.